Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient underwent a revision surgery ( date is unknown), but the issue persisted. As a result, the patient underwent surgical intervention (date is unknown) wherein the scs system was explanted.